Manufacturer narrative:
Philips bench repair personnel evaluated the device. The following functional tests were performed: patient simulator, defibrillator analyzer, and electrical safety tester. Results of functional testing indicate that the issue was with the therapy port. Based on the information available and the testing conducted, the cause of the reported problem was the therapy port. The reported problem was confirmed. The repair for this unit cannot be conducted at this time due to the part being on back order due to a global product hold. The material has already been requested and an order for the part was placed to conduct the repair of this unit. Once repaired, this device will be returned to the customer fully functional.

Manufacturer narrative:
The "type of reported complaint" inadvertently stated serious injury and has been updated to product problem.

Event description:
It was reported the device no longer recognizes pads. It is unknown if the device was in clinical use at the time the issue was discovered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Hold for ap 3/31/2023. It was reported the device no longer recognizes pads. There was no reported patient involvement.